Event description:
It is reported that the pt has been suffering from an infection on implants in tooth sites #34 #35 and #36 for years which was being treated but it was ultimately decided to remove the implants due to peri-implantitis (B)(6). The pt had previously came for follow up appointments to treat the peri-implantitis, first appointment was on (B)(6) 2019 (B)(6) in which the pt had a flap surgery to treat the peri-implantitis and was prescribed amoxicillin to treat the infection. 2nd visit was on (B)(6) 2020 to change the antibiotics to azithromycin as the amoxicillin was not working (B)(6). Additional appointment required: yes. Symptoms as a result of the event: pain. Inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product and therapy dates: tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm, lot number: 62015945; tsvwb11, impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm, lot number: 61821095. G4: premarket identification: k013227. H6: event problem codes - patient code 1932: inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.